Manufacturer narrative:
The investigation determined that lower than expected and discordant vitros glu results were obtained from two samples from the same patient processed on a vitros 350 system. The vitros glu results were compared to the siemens glu result and results from two different glucometers. The assignable cause of the lower than expected vitros glu results is likely to be sample related. Both the vitros glu and the siemens glu results are significantly different when compared to the glu results obtained on the two glucometers. In addition, the three methods are discordant when compared with each other. The event is isolated to two samples drawn from one cancer patient. This patient is taking multiple medications that are suspected to impact the vitros glu results obtained. However, it is not known how the combination of drugs involved would impact the vitros glu assay. Based on the historical vitros glu quality control results there is no evidence that the vitros 350 system or vitros glu slides contributed to the event.

Event description:
A customer observed discordant and lower than expected glucose (glu) results from one patient sample (1.9, 2.0 mmol/l versus expected 8.1 mmol/l) processed using vitros glu slides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The lower than expected glu results were reported from the laboratory and questioned by the physician. Repeat testing using a new sample from the same patient was performed on the vitros system and a similar glu result was obtained. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).